Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported during surgery, part 314.441, breaks when placing screws. In addition, a handle of a screwdriver, part 311.012, does not grab the anchor of the screwdriver. The surgery was prolonged by 10 minutes due to the reported event. This report addresses part 314.441. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: received 1 article of , part# 314.441 for manufacturing investigation. One piece of the screwdriver tip broke off the affected part, part description: screwdriver shaft 1.5/2.0, cruciform, self-holding, length 66 mm, part number: 314.441, lot number: 8175427 lot release date: 22.nov.2012. Reported issue: costa rica reported that, during surgery, part 314.411 breaks when placing screws. In addition, a handle of a screwdriver does not grab the anchor of the screwdriver. Device history record: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. Conclusion: one piece of the screwdriver tip broke off. The broken piece was not supplied for the manufacturing investigation. As part of the manufacturing investigation a hardness test was performed on the screwdriver shaft with the result of 544 hv10 and the external diameters were measured. The results of the hardness test and the external diameters meets the specifications. Because of that we assume that the screwdriver tip broke off by excessive force. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.